Event description:
The customer's father reported via phone call that the insulin pump alarmed button error while she was at softball practice. He stated that the alarm was not resolved by a battery removal and reinsertion. They also could not clear the alarm using the esc and act buttons. The customer's most recent blood glucose was 448 mg/dl, for which she had not yet treated. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.